Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: catheter: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID 8711, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: catheter.

Event description:
Please see manufacturer¿s report # 3004209178-2010-01215 for all previously reported information regarding this event, as all information will now be reported under this report #. Additional information: it was reported that the patient had been losing effective therapy since may 2009. The device system was used to deliver lioresal.